Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-02509. It was reported that the patient was hemorrhaging and was hospitalized. The patient also reports that they were paralyzed from the waist down. Surgical intervention was undertaken and their system was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.